Event description:
While using a byte day aligners, patient reported that they were seen for and endodontic consult for #8 and #10. Upon the specialist examination they found that #8 and #10 will require endodontic therapy due to necrotic pulp. Patient provided lor from the specialist. Endodontic treatment was completed by the specialist on #8 and #10. Specialist recommended patient to discontinue use of orthodontic aligners, it is recommended that the patient see a professional for orthodontic treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission. A CAPA has been issued.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.